Manufacturer narrative:
(B)(4). The reported alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 alarm. This event occurred during peritoneal dialysis therapy. The technical service representative (tsr) identified an occurrence of the alarm in the homechoice alarm log. The tsr advised the patient to go to the hospital to complete therapy. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.